Manufacturer narrative:
Received two ias12-100lpi in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the complaint was confirmed for one of the devices. The inner tubing is detached and the distal tip is cracked. The second device is fully intact with no abnormalities. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 11 devices, for this device family and failure mode. During this same time frame 988,086 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robot-assisted esophagectomy procedure on 06dec22 when it was reported ¿the inner side of the double structure of the outer cannula detached and fell into the abdominal cavity. It was replaced with a new one and the surgery was completed without any delays or health damage¿ further assessment questioning found that the device was removed using ¿grasping forceps¿ and the procedure was completed without delay. The patient's current status was reported as "unknown". There was no report of injury or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robot-assisted esophagectomy procedure on (B)(6) 2022 when it was reported ¿the inner side of the double structure of the outer cannula detached and fell into the abdominal cavity. It was replaced with a new one and the surgery was completed without any delays or health damage¿ further assessment questioning found that the device was removed using ¿grasping forceps¿ and the procedure was completed without delay. The patient's current status was reported as "unknown". There was no report of injury or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.